Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery alert. The patient's blood glucose level was unknown at the time of the call. The customer stated that the battery cap was not the issue and insisted on having their insulin pump replaced. The customer did not return the product back for analysis. The customer was transferred to a supervisor for further assistance.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.